Manufacturer narrative:
Device manufacture date: may 17, 2021 - may 18, 2021. H10: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water tests were performed on the female luer with no issues noted. Dimensional test was performed at the male luer and the results were according to specification. The reported condition was not verified on the returned sample. The remaining two (2) devices were not received; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link non-dehp standard bore catheter extension sets experienced a connection issue to the patient¿s intravenous catheter which resulted in a leak. The connection issue was further described as, ¿the luer lock would not hold the connection¿. The leak was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.